Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemi-colectomy, they made the ileo-colic anastomosis with the device, and then, they closed the opening of the anastomosis stab hole with another device. And when they checked the status of anastomosis region, they found that the staple line from the middle to distal staple line was very poor and incomplete. The figure of each of staples was like d, not like b. The reinforced suture was applied on the half-open of ileo-colic anastomosis to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of one device. Photographic inspection of all three photos noted there were some staples not fully formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.